Manufacturer narrative:
The malfunctioning sample was sent to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, the results will be forwarded to FDA within thirty days of completion via follow-up MDR.

Event description:
Patient PICC broke. Patient was down for a nap then got up and started playing by side of crib. Rn noted a small amount of blood in the line. Looked at line more closely and noted that the line was broken at the end near the clave. Rn grabbed emergency central line kit at bedside and placed sterile gauze over end and clamped line. Called IV team they placed IV within 10 minutes. Notified dr. He was at the bedside within 10 minutes. He spoke with ir who could not place the line until tomorrow. It was decided that the line would need to be removed. Rn dc line.

Manufacturer narrative:
This complaint is not confirmed. The complaint and returned sample have been submitted to vygon (B)(4), which is where this part was manufactured, for evaluation. The following is the report of their investigation. An examination of the returned sample shows that the extension line had been torn out of its ll-hub. The proximal end of the extension line has typical signs of a sufficient molding into the hub. Partly rounded edges, an elongated tube at the proximal end and a widened end of the tube are typical signs. The breaking force between ll-hub and extension line should be a minimum of 10 n. For the involved batch the range of the tensile force between extension line and ll-hub was between the minimum of 12.92n and maximum of 25.36n. The batch history did not show any abnormities. This is the first complaint for batch 060214gc and 070214gc and the first for code 1212.20 regarding the described defect. Concerning the duration of the placement of the catheter, we did not get any information. A manufacturing fault can be excluded for this kind of defect for batch numbers 060214gc or 070214gc corrective/preventative action: no CAPA has been issued for this complaint.

Event description:
Patient PICC broke. Patient was down for a nap then got up and started playing by side of crib. Rn noted a small amount of blood in the line. Looked at line more closely and noted that the line was broken at the end near the clave. Rn grabbed emergency central line kit at bedside and placed sterile gauze over end and clamped line. Called IV team they placed IV within 10 minutes. Notified dr. He was at the bedside within 10 minutes. He spoke with ir who could not place the line until tomorrow. It was decided that the line would need to be removed. Rn dc line